Manufacturer narrative:
Age at time of event: 18 years or older. Device is combination product. (B)(4). It is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage and vessel dissection occurred. Vascular access was obtained via the radial artery. The 16mmx3.5mm target lesion was located in the mildly tortuous and mildly calcified proximal to mid left anterior descending (lad) artery. After pre-dilatation, a 3.50x16mm promus element ¿ stent was advanced to treat the lesion. However, during post-dilatation, stent deformation and vessel edge dissection was noted. To cover the dissection, a 3.5x12mm promus element ¿ stent was then deployed in the ostial to proximal lad in an overlapping manner and the procedure was successfully completed. No further patient complications were reported and the patient's status is stable.